Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for radicular pain syndrome (radiculopathies) and non-malignant pain. It was reported that a long time ago the patient¿s pump quit. The date of the event was unknown. It was noted that a company representative indicated that the gears locked up. The patient experienced withdrawal. It was further noted that after the pump quit they had just had it left in the patient¿s body as there was no reason to take it out. Now the past 2 weeks, the patient was having pain on right side where pump is. The patient was questioning what was causing it. The patient made an appointment with a new physician on the july 14th to look at it. The patient was to follow-up with their healthcare provider. No further patient complications have been reported as a result of this event.